Manufacturer narrative:
The pump was received with motor error alarm during rewind due to motor encoder out of phase. Unable to perform displacement test, operating currents, self-test, off no power, unexpected error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to constant motor error alarm. The pump was received with minor scratched display window. The pump was received cracked case at display window corner, cracked battery tube threads, and with cracked reservoir tube lip.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their pump. It was reported that the battery compartment had cracks. No further information provided.